Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The carrier/com express board was replaced.

Event description:
The hospital reported that, during a case, the unit shut down. There was no reported patient injury.